Event description:
A diamondback peripheral orbital atherectomy device (oad) was selected for treatment of lightly calcified lesions in the right posterior tibial and plantar arch via contralateral femoral access. There was also a chronic total occlusion at the level of the ankle. This was not visualized on imaging prior to treatment. The device stopped spinning and became stuck in the vessel during treatment. The oad was not stuck on the wire. The oad would not spin when prompted. Nitroglycerin was administered, but the issue persisted. Troubleshooting was performed for an extended period. Specifically, another wire was advanced near the crown, but the wire could not pass by for intervention. Also, several balloon inflations were performed near the crown in an attempt to loosen it, but these measures were also unsuccessful. The physician then cut the driveshaft and advanced the saline sheath to the crown to attempt to loosen it. This also was unsuccessful. The viperwire was then removed. A guide catheter was advanced over the oad, and the physician applied great force to remove the oad from the patient. The vessel was rewired, and angioplasty of the area was performed. Imaging showed that the area looked normal. The patient was discharged the following day.

Manufacturer narrative:
Device analysis conclusion: the oad was received at csi for analysis. The wire was not returned. Visual examination revealed the driveshaft and sheath had been destructively cut. Filar damage was noted but was not considered contributory to the reported events. There was no damage observed on the driveshaft or crown that would have contributed to the reported events. The oad functioned as intended during testing. However, review of the device data log confirmed a stall event, which could be attributed to the device stopping and becoming stuck in the vessel. The root cause of the stall event is undetermined. At the conclusion of the device analysis investigation, the reported complaint that the oad stopped spinningand became stuck in the vessel could not be confirmed through analysis. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A diamondback peripheral orbital atherectomy device (oad) was selected for treatment of lightly calcified lesions in the right posterior tibial and plantar arch via contralateral femoral access. There was also a chronic total occlusion at the level of the ankle. This was not visualized on imaging prior to treatment. The device stalled and became stuck in the vessel during treatment. The oad was not stuck on the wire. The oad would not spin when prompted. Nitroglycerin was administered, but the issue persisted. Troubleshooting was performed for an extended period. Specifically, another wire was advanced near the crown, but the wire could not pass by for intervention. Also, several balloon inflations were performed near the crown in an attempt to loosen it, but these measures were also unsuccessful. The physician then cut the driveshaft and advanced the saline sheath to the crown to attempt to loosen it. This also was unsuccessful. Troubleshooting attempts were then abandoned, and the physician applied great force to remove the oad from the patient. The vessel was rewired, and angioplasty of the area was performed. Imaging showed that the area looked normal. The patient was discharged the following day.